Event description:
As reported by the user facility: incident was due to b braun streamless airline systems not allowing blood to be returned. Arterial line was removed from patient needle line and connected to port located above medication port and below the saline bag to allow blood to be returned. Port was faulty and would not allow saline to enter arterial line to reinfuse patient resulting in air entering delivery system and patient blood loss.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) contaminated used samples were returned for evaluation. The samples were visually evaluated, and no defects were observed. The sample were occlusion and leak tested with passing results. All samples were also connected to a water line and liquid freely flows through the set. Based on the evaluation results, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.